Event description:
Endo gia universal reload being used during laparoscopic appendectomy case failed to open within patient when surgeon attempted to do so. A second handle (stapler) was opened onto field in hopes that it was the issue but the reload still would not open. An incision was extended and the jaws of the reload were pried open enough to free the patient's tissue. No harm done to patient, per surgeon, and the operation was able to continue with a positive conclusion.